Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a nurse discovered a leaking clearlink set. The reporter stated the device was defective below the chamber and IV fluid was leaking onto the floor. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A correction was made to the process step, it was clarified that the issue occured during infusion and not during set-up, as previously reported. The customer also observed that the drip chamber was cracked. The lot was manufactured between 10/06/15 and 10/08/15. The device was not returned, therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.